Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The pump reportedly did not recognize a filled cartridge and emptied the entire cartridge during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: 06/12/2013 device evaluation: review of the black box and download history revealed multiple ¿load step malfunction¿ and ¿loss of prime¿ records due to force warnings on the date of the complaint. On investigation, the pump powered on normally. During the load step, the pump detected the cartridge and the pump primed correctly. A load step malfunction did not occur during the investigation. The pump was opened for investigation and revealed a defect in the force sensor assembly. No other defects were found in the pump¿s interior components.